Manufacturer narrative:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a carto® 3 system and a map shift with no error message and no patient movement/cardioversion device malfunction occurred. Field service engineer (fse) was informed that the bwi representative rebooted the patient interface unit and no further issues were witnessed. Fse confirmed that the map shift issue was not duplicated on next cases with correct system use. System is ready for use. Device history record review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a carto® 3 system and a map shift with no error message and no patient movement/cardioversion device malfunction occurred. It was reported that after mapping and ablation, there was a map shift that moved anterior and superior. The highest metal value was 6. Respiration waveform was a little irregular, but the caller was unsure if that was the cause. No error codes were displayed when the map shift happened. No patient movement was reported. No patient consequence was reported. Additional information was provided on the event. It was confirmed that there was no cardioversion performed and the patient did not move once under anesthesia during the procedure. The approximate shift was .5 - 1.0 cm shift anterior and superior. The map shift was discovered by the location of the visitags protruding an unusual amount outside of the fast anatomical mapping (fam) and the lasso catheter appearing outside of the fam¿d veins when placed back in the pulmonary veins. The location of the carinas was also verified to be off by using contact force to determine the true location of the carinas. The map shift with no error message and no patient movement/cardioversion is considered a reportable event.